Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2024 wherein one lead was explanted and replaced, and the other lead was repositioned. The explanted lead was confirmed to be fractured during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient could not place the ipg into MRI mode. X-rays indicated that both leads migrated. As a result, surgical intervention may take place to address the issue.